Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Patient stated having multiple bluetooth devices in the vicinity. Dexcom representative advised patient to reset their smart device and receiver. No additional patient or event information is available.